Manufacturer narrative:
Hypopigmentation that was alleged to have persisted for approximately 2 years is being reported as a serious injury. Hypopigmentation is an known event with coolsculpting treatment. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported coolsculpting treatment(s) from on (B)(6) 2022 through on (B)(6) 2023 using the cooladvantage applicator to thighs and stomach areas and presented with "limited or no treatment effect" and has not resulted in any fat loss at all and persistent "big ugly patch" on the stomach. Hypopigmentation was alleged to have lasted approximately two years without improvement or resolution (despite additional medical intervention) meets the criteria of a serious injury. Device remains at the user facility. Eight instalight and eight peel sessions were completed as "complimentary services" and treatments were provided by vlcc after resulting pigmentation. The limited or no treatment is not a reportable adverse effect.